Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 1825034-2017-02304, 05047. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history was unable to be performed, as the part number and lot number are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
A patient who underwent a knee arthroplasty has been indicated for revision due to unknown reasons. A request was made for a custom extended yoke with tibial bearing for orthopaedic salvage system. No revision has been reported to date.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Concomitant medical product: oss reinforced yoke catalog #: 150493 lot #: 220770, oss axle catalog #: 150480 lot #: 110030, oss poly lock pin catalog #: 150478 lot #: 554480, oss cemented im stem 11x225 catalog #: 150373 lot #: 122650, oss non-mod tib plate long 63 catalog #: 150419 lot #: 832880, oss tib blk aug 10x63/67 univ catalog #: 150426 lot #: 372960, oss tib blk aug 10x63/67 univ catalog #: 150426 lot#: 015010, oss 7 cm segmental femoral rt catalog#: 150354 lot #: 171260, oss 4 cm diaphyseal segment catalog #: 150482 lot #: 727410, oss poly femoral bushings 2pk catalog #: 150477 lot #: 167940, oss poly tibial bushing catalog #: 150476 lot #: 678220. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02304, 0001825034-2017-05047, 0001825034-2017-06492, 0001825034-2017-06493.

Event description:
It was reported the patient underwent an orthopedic salvage procedure. Subsequently, the patient underwent a revision procedure approximately seven months post-implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
A patient who underwent a knee arthroplasty has been indicated for revision due to unknown reasons. A request was made for a custom extended yoke for orthopaedic salvage system. No revision has been reported to date.